Event description:
It has been reported to philips that no radiation release was possible on the allura device. Philips has started an investigation of the complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there were problems with the power supply ui. Upon functional testing, fse found a defective power supply in the m-cabinet ui. After the replacement of the m-cabinet power supply ui, the system was returned to use in good working order. These codes were updated based on investigation outcome.